Event description:
Or reports that the scrub tech was setting up her sterile field and she noticed that the strand of the quill suture was broken. The strands were very brittle to the touch. This suture was removed and replaced with one of the same.